Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instruments do not lock on broaches.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination and functional testing of the returned device confirms the reported event that the handle does not lock down on the broaches. The overall condition of the broach handles suggests heavy usage as the device exhibits several gouges/scratches. Based on evidence of heavy usage, the root cause is attributed to product wear out. Based on the root cause of product wear out, corrective action is not needed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.